Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that there was a fracture at the connection of the device; the hub of the puncture needle. The second attempt, air was drawn when the physician attempted to aspirate the blood to confirm the catheter patency. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one introducer needle was returned for evaluation. It was noted that the hub had a crack. Therefore, the investigation is confirmed for the reported introducer needle damage, specifically a cracked hub. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include damage during shipping/handling, chemical degradation and excessive force. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that there was a fracture at the connection of the device; the hub of the puncture needle. The second attempt, air was drawn when the physician attempted to aspirate the blood to confirm the catheter patency. There was no reported patient injury.